Event description:
The customer reported they have recently had several plasma leaks from the gas phase of the quadrox-ID oxygenators during ecls. This event was on a pt that had a leaking oxygenator after an extended period of support. After changing out the system, the new oxygenator began to leak, slowed through the day and began to leak again in the evening. This circuit was then changed out again-so one pt has had three oxygenators within one day. Prior to the last change out, post po2 was over 500. (B)(4).

Manufacturer narrative:
The device has not been returned to maquet for eval. A supplemental report will be submitted if additional info becomes available. This is device 2 of 3 reported by the customer. Device 1 was not mfg by maquet cardiopulmonary (B)(4), and was transferred to the MFR. Refer to importer report# (B)(4) for device 3.